Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d274trk implantable cardioverter defibrillator (B)(6) 2011. (B)(4).

Event description:
It was reported that left ventricular lead had high threshold. During the revision procedure the existing lead was noted to be completed occluded but was able to be removed via laser extraction. Two different lead models were attempted but were not implanted due to the patient's anatomy, so no lead was implanted. No patient complications have been reported as a result of this event.